Manufacturer narrative:
The customer reported that they have been using cidex opa solutions for months without testing the solution with cidex opa test stirps. The customer reported that they discarded the solution every 4 days. The customer asked where to purchase test strips. The customer care center (ccc) representative explained to customer that test strips could be obtained from the distributor. The customer indicated that they were not aware of any pt injuries associated with the event. The cidex opa instructions for use (IFU) states to use cidex opa solution test strips to detect the ortho-phthalaldehyde concentration before each cycle, to defect the minimum effective concentration (mec) of the solution. No lot numbers were reported for this complaint. A review of the trend over the past 12 months for cidex opa complaints with the problem code "hr - other", shows spike in the month of 2008. A detailed review of the complaints indicated, that the spike in may is due to complaints from one particular facility for an unrelated incident. Due to the low number of complaints, spikes in other months are not necessarily an increase in trend, but rather due to random variation as these complaints are very few. A review of the fmea for cidex opa, indicated the overall risk number (rpn) associated with not using test strips is below the threshold of 100, therefore, no further action is required at this time. Asp will continue to monitor for trends.

Event description:
The customer alleged to have used cidex opa and never tested the solution. The customer stated that the solution is discarded every 14 days. The customer is not aware of any pt complications associated with the use of the instruments and was assured that if there were any incidents, she would be notified.